Event description:
Falsely elevated troponin result obtained on the stratus cs was 15.65 ng/ml. Same sample was sent to the main lab and the result on a dimension analyzer was 0.00 ng/ml. Two hour redraw on the patient was sent to the main laboratory and the result on the dimension analyzer was again 0.00 ng/ml. There was no adverse health effects to the patient due to the erroneous result being reported to the physician. Patient treatment was not prescribed or altered as a result of the erroneous result. Analysis of instrument performance resulted in the replacement of the pipettor assay on the instrument.